Event description:
During an implantable cardioverter defibrillator (ICD) replacement procedure, it was noted that the atrial lead exhibited high capture thresholds of 5.0 v at 1.5 ms. The physician elected to connect the lead to the new ICD and set programming to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.